Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer needs help with their set change. The caller said that the priming for the set shows that it finished, but when they viewed the status to check the reservoir, the time and the date were wrong. The caller said that the customer is stuck at the fill tubing and does not know what to do next. The caller was assisted with priming the pump and it was successful. The customer¿s current blood glucose is 503 mg/dl and they are treating with the pump. The caller declined troubleshooting for the high blood glucose. In reviewing the customer¿s alarm history to see why the time and date were wrong, it was found that there was a failed battery test alarm present. She also declined troubleshooting for the alarm as well. The caller said that the batteries being used were new and that they were last changed sometime the week prior. The pump is not returning for analysis.